Event description:
The customer reported there was a fast, large stream of bubbles emerging from the distal end of the subject device without bending the insertion section. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation. During inspection and testing, service found that no image was displayed from the device. This report is being submitted for the malfunction [no image] found during the device evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: broken wire or short circuit in the imaging cable. Short circuit caused by cracked tabs on the imaging circuit board, separation of the joint of the imaging circuit board, abnormal continuity caused by internal water immersion, abnormal continuity of electrical (el) connector or el cord, connector damage or deformation, lens damage or contamination. The event can be detected/prevented by following the instructions for use: inspection of the endoscopic system. Warnings and cautions or precautions. During the device evaluation, service found a leak in the instrument channel. The pink coating in the control body was chipped. The rubber adhesive was cracked. One ultrasound echo image signal was missing. The insertion tube had buckling, a cut, and scratches. The bending angulation was out of specification due to stretching of the angle wires. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.